Manufacturer narrative:
Investigation: one sample and photo received for investigation. It is noted that the sample does not have detachment of particles or fibers that are inside the cavity. The photo shows a poor opening technique. In the documentary review, no problems attributable to the defect were presented, additional in-process inspections and final product testing were compliant. The lot was inspected according to the current work instruction with satisfactory results for the characteristics required for its approval including functional tests. No non-conforming part that could be attributable to the defect reported by the client was presented. No deviations (quality notifications) were reported during the manufacturing process. The only probable cause is customer opening technique. First technique, "opening with knuckles roll" is considered when a syringe or hypodermic needle opens in a sterile area. To open the blister, first the ¿peel apart¿ should be taken with both hands, each tab should be handled between the thumb and index fingers. The blister should be taken with the paper in the left hand and the film in the right hand. Then, the blister should be opened with both hands equally with the product (syringe or needle) at the beginning of the opening. It should be opened with one movement in a moderate speed, moving both hands in opposite direction and simultaneously while keeping the small finger together (this causes the package to roll over the knuckles). The second technique, "straight pull", first the paper tab should be taken with the left hand. With the right hand, take the film tab and pull straight in the opposite direction.

Event description:
It was reported that packaging tears while opening with a bd syringe 20ml ll s/c 50. The following information was provided by the initial reporter: material no. 303310, batch no. 8325719. It was reported that paper on packaging is weak causing a rip in the center of packaging. "Paper on packaging is weak causing a rip in the center of packaging. This causes the syringes to become non-sterile and can no longer be used on sterile field.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that packaging tears while opening with a bd syringe 20ml ll s/c 50. The following information was provided by the initial reporter: material no. 303310, batch no. 8325719. It was reported that paper on packaging is weak causing a rip in the center of packaging. "Paper on packaging is weak causing a rip in the center of packaging. This causes the syringes to become non-sterile and can no longer be used on sterile field.